Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the proximal lumen hub and line were separated while the medication administration was connected.

Event description:
The customer reports that the proximal lumen hub and line were separated while the medication administration was connected.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l cvc for evaluation. Visual inspection revealed the proximal extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged, consistent with undue force being applied to the extension line. The catheter body had been cut and the remaining portion was not returned. The length of the catheter body measured 103 mm which indicates at least 104 mm of the catheter body had been separated and not returned per catheter product drawing. The inner diameter of the proximal extension line within the luer hub measured 0.057", or 1.4478 mm, which is within specifications of 1.42-1.50 mm per proximal extension line extrusion graphic. The outer diameter of the proximal extension line measured 2.154 mm which is within specifications of 2.13-2.21 mm per proximal extension line extrusion graphic. The distal and medial extension lines were flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized each remaining line. No leaks were detected in the distal or medial extension lines. A manual tug test confirmed the distal and medial extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified.the IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." It also precautions the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and extension line met all relevant dimensional requirements and a device history record review based on sales history did not reveal any relevant findings. The separation points were jagged, consistent with undue force. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.